Event description:
Information was received indicating that a pump was under infusing with a smiths medical, cadd medication cassette. It was reported this was the second time the tubing was dry without a no disposable alarm and after 15 hours the pump read 58.1 was given from the 100ml cassette. The complaint form indicates there was no injury, the patient reported after six minutes without medication she became symptomatic, her eyes dimmed. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6).